Event description:
Reporter alleged obtaining the results of 131 mg/dl, 262 mg/dl and 145 mg/dl back to back within 10 minutes on the advantage system. Reporter stated he took 10 units of lantus and 250 mg of metformin based on the average of the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.